Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource had "blown fuses. Fuses replaced for testing but unit will not ignite lamp. Burning smell coming from unit. Suspect lamp power supply is defective". The product problem was discovered during a procedure. Another light source was used when the product problem occurred. There was a 10-minute surgery delay due to product problem. No patient impact due to delay.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. There were no deviations or non-conformances during the manufacturing process. A visual inspection found customer applied labels, there was no visible, physical damage. There was burning smell coming from the unit from the observation. Functional testing found the mlx unit didn't not power on. Further evaluation showed that the power supply is blowing fuses and the power supply has a blown component on the igniter board. This will cut the power to unit and cause a burning smell. The reported condition was confirmed from the evaluation. The definite root cause cannot be reliably determined.

Event description:
N/a.